Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 32 mg/dl; cause was unknown. Reportedly, customer consumed carbohydrates to address bg level and continued to use the pump for insulin therapy.